Manufacturer narrative:
Additional information received on 05 august 2016 and includes: the cup was left in place as there was no reason to revise it. The anteversion was from the stem and cup combined. On (B)(6) 2016 the (B)(4) performed a clinical evaluation and commented as follows: recurrent early dislocation in a cementless tha. Anteversion of the components is very pronounced. Although only one hip is visible in the x-rays, leg shortening can be hypothesized. For these reasons, the surgeon changed the head to a much longer one. As standard practice, during this reoperation he also replaced the original polyethylene insert with a new one. No reason to think that a faulty implant caused this problem. Batch reviews performed on 26 august 2016. Lot 160904: (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size s -3.5, code 01.25.021, lot. 123103 (k072857). (B)(4) items manufactured and released on 30 october 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The patient was experiencing dislocation. The surgeon found that the anteversion was too great. The surgeon revised head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.